Event description:
Pt received injuries and has been hospitalized due to structure failure. Tilt mechanism support bracket broke away from the frame, jammed back the seat and then thrust the seat forward. Injuries include fractures, bumps and bruises, knee injury.